Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The infusion set was changed the same day of the hospitalization and the customer was not connected during the prime. Troubleshooting was performed and the insulin pump passed the displacement test. The insulin pump was programmed correctly as well. The customer also mentioned that the insulin pump may have been exposed to an xray prior to the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.